Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Threads disassociated from the slaphammer.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the threaded tip broke off. The root cause is attributed to fatigue rotating bending. Previous investigations found it is suspected that using the instrument in a levering motion rather than relying on the upward force of the slap hammer may have contributed to the fracture. The date code ab0306 indicates the instrument was manufactured in (B)(6) 2006 and is over 10 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.